Event description:
It was reported the patient had a loss of therapeutic effect. The patient walked into the kitchen on the day of this report and they suddenly lost therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04972.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# l48620, implanted: (B)(6) 1998, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387-40, lot# j0537615v, implanted: (B)(6) 2005, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).